Event description:
Caller reported a malfunction on the insulin pump with a malfunction code displayed as malf 16. It was unknown or declined to answer whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, but there was no reported impact to the customer¿s blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy while a replacement pump was shipped. Customer support confirmed the shipping address and provided instructions for storing and returning the problematic pump. A replacement pump was sent to the customer, who understood and acknowledged all instructions provided.